Event description:
It was initially reported that the animal research site was having communication problems with their programming wand. Troubleshooting steps were performed, but it did not resolve the issue. A new wand was sent to the site. Good faith attempts to obtain old programming wand back to manufacturer for product analysis was unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.